Event description:
Ous MDR - it was reported that oversensing was noted on rv channel via telemetry. It could be reproduced during the following follow-up, with arm movements. The physician decided to replace the lead with a new one. No adverse patient side effects were reported. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation approx. 34 cm distal to theis-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular' first rib entrapment. Due to this damage a functional test of the helix fixation mechanism was not properly feasible. The deformations of the shock coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.